Event description:
It was reported to covidien that the unit display began missing segments in the heart rate portion of the display. There was no patient harm.

Manufacturer narrative:
Covidien investigation verified the unit started to lose segments intermittently. A visual inspection found a cold solder joint on one of the 8-segment display posts which could cause an intermittent failure. The display pcb is replaced. (B)(4).